Event description:
During a right upper lobectomy procedure, it was reported by the affiliate that the surgeon was working a lobi of bronchus, he tried to fire, he did compress handle completely, but the staples did not form completely. He did not fire again. He sand sewed the lobi bronchus closed. The device was thrown away after the procedure therefore there is no device being returned and no lot # available. Surgery extended 3 to 5 minutes. There was no consequnce to the patient.